Manufacturer narrative:
Operator of device is unknown.

Event description:
It was reported that the device is not recognizing when the latch is locked. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 6-jul-2022: event did not occur while in use by patient. Found during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Pump was found to be displaying "cassette not locked, lock cassette before starting pump" message during the investigation. A faulty latch lock optical cam flex circuitry will be replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.